Manufacturer narrative:
(B)(4) date sent: 9/9/2016. Batch # (B)(4) additional information requested and received: what was the surgical procedure? Vats lobectomy what were the indications for surgery? Tumour can it be confirmed that the compressed vessel was proximal to the cut line during firing? Yes . Compressed vessel was within cut line. Surgeon checked before firing. Was there any extraneous tissue distal to cut line within the jaws of device during firing? Not to my knowledge. Please describe the appearance of staple line didn't form fully. Staple line didn¿t form fully at the very end of the vessel. Were any issues noted with staple formation noted during the reoperation? There was no reoperation. Ligaclips were applied but that didn¿t halt the bleeding so the surgeon converted the case to open and dealt with the bleeding directly at the time. What is the estimated blood loss? 500ml. What is the current patient status? Discharged. The analysis found that one pve35a device was returned in good visual condition and with two vasecr35 cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the surgeon fired the gun across pulmonary artery and noted that the staple line didn't form fully all the way to the end; which resulted in some bleeding. They applied a clip to the bleeding site hoping that it would control this and seal the vessel. It contained the bleeding at which point they tried to fire across the artery again with another reload and the same thing happened as before. At this point they had to open the chest and deal with the bleeding at the site. Feedback was that the staple line hadn't fully completed.